Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised the patient's mother to reset the device on (B)(6) 2014. Dexcom has issued a rga for patient's mother to return the device to be investigated. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and failed; due to the condition of the device, evaluation was unable to confirm the reported hardware error.

Manufacturer narrative:
(B)(4).